Event description:
It was reported that when running the volume test, device would not respond to any buttons being pressed. The volume test was stopped when the device alarmed "key stuck, release key or remove power, pump stopped". During device evaluation it was found that the device displayed high alarm: key stuck. This alarm has high priority which will interrupt the therapy.

Manufacturer narrative:
H4: manufacture date is not available based on the reported serial number the suspected device was returned for evaluation. Review of the event history log (ehl) showed high alarm displayed: key stuck. No discrepancies related to the complaint were found during visual inspection. The customer reported issue was confirmed during the functional testing. Replaced keypad membrane, and front piezo to correct the issue. Performed the downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. Updated software to latest revision and the unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.